Event description:
It was reported that patient presented in clinic for follow-up. Prior to procedure, it was noted that right ventricular (rv) lead exhibited over sensed noise. The lead was capped on (B)(6) 2024 and replaced with a new lead as a result. Patient condition was stable.